Event description:
It was reported the pt underwent l3 corpectomy with a cage and posterior fixation with two screws on the left and three screws on the right. The rod disengaged from the rod inserter during insertion (refer to MFR report# 1030489200900773). A mini open procedure was performed on both sides. The mini open was completed on the left side with little issue, except for the extra time that was involved (approximately one hour). However, on the right side none of the set screws would engage in the pedicle screws using the "compressor/set screw inserter". The set screw would initially thread into the pedicle screw and then click. The surgeon was not able to thread the set screws tight enough and then break off. Eventually all the screws were removed from the right side. An add'l 1.5 hrs was required to complete the surgery on the right side.

Manufacturer narrative:
(B) (4): no product was returned for eval. With the available info, a cause or contributing factor cannot be identified.